Manufacturer narrative:
Investigation summary: one photo was provided. It shows two cubes with shelf boxes; no labels are observed. This would have occurred during the syringe packaging process and was missed by personnel. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9240244 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Rationale: CAPA not required at this time.

Event description:
It was reported that an unspecified number of syringe 60ml ll tip 1ml 2 oz in 1/4 oz experienced no label or missing label information which was noted prior to use. The following information was provided by the initial reporter: material no. 309653 batch no. 9240244. It was reported that two cases were received without product labels showing what contents are within box. Per email: listed below for your analysis is a complaint documenting a customer's allegation of a product deficiency. It is our expectation that you will carefully consider the deficiency alleged, record this allegation as appropriate in your own quality tracking system and notify us immediately of any problem with this product line in general that may impact its safety or reliability. There is no need for you to specifically respond to us or our customer with respect to this matter except to request a sample of the complaint product. The complaint product may be disposed of if a request is not received within two business days. Complaint number: (B)(4), complaint created date: 24 jan 2020, distributor catalog #: 136898, product description: bd syringe 50cc luer-lok 40pkrx, lot/serial number: (B)(4), supplier catalog #: 309653, supplier number: (B)(4), return warehouse: scd, device class: class ii, customer phone: (B)(6), distributor order#: (B)(4), customer po#: (B)(6), account number: (B)(6), account number destination: (B)(6). Allegation: customer received 2 cases without product labels showing what contents are within box. Customer already credited on rg3137760.